Manufacturer narrative:
E1: patient city: (B)(6), patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced hypoglycemia event on (B)(6) 2024.the blood glucose level was low at the time of event therefore, the patient was treated with glucagon injection.the patient was unconscious at the time of event. No further information was available.